Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the history and trace files reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log reveals there was a critical error handling pump error 53 (linenumber 188 filenumber 646) alarm which triggered the critical pump error (open book image) alarm, detailed below: pump error 53 (linenumber 188 filenumber 646) alarm: open-book was generated since the internal flash memory test failed in the bootloader: 0x4d (error_main_intern_main_app_crc_e) - suspecting the hw. Pump error 53 was triggered in the timerfunctions.c file due to race condition in the timeouthandler function. More details cannot be provided due to lack of corresponding detailed traces. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, faded serial number label, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, and pillowing keypad overlay. Faded serial number label is confirmed. Critical pump error (open book image) alarm and pump error 53 alarm are confirmed, fault is isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and insulin pump was retuned for analysis.